Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis and other multiple indications. Treatment was not reported. Pd therapy was ongoing. At the time of this report the patient outcome was unknown. No additional information is available.